Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device never worked for their incontinence and they saw their healthcare provider a while back who told them they needed to device changed out as their incontinence was getting worse and worse. The patient indicated the programmer batteries were dead, so they took them out of the controller. The patient indicated this was how they turned their stimulation off and then indicated they knew how to use the programmer. The patient didn¿t have new batteries to put back in the controller. The patient also reported when they urinate, they felt painful on their bilateral hands, only when urinating. The caller reported the pain was not a circulation problem and it started all of a sudden, the day before the call. The caller was redirected to the patient¿s healthcare provider. It was also reported that the patient had surgery on (B)(6) 2020 and the caller didn¿t know if electrocautery was used or if the patient turned their stimulation off prior to the surgery, but the patient was not urinating on their own after surgery. The caller reported the patient had a foley catheter in and when it was removed they had urine retention for 2 days that required self-catheterization every 6-8 hours for 2 days until they were able to urinate by themselves. No further complications were reported.